Event description:
It was reported that during a da vinci s aortobifemoral bypass procedure, the "yellow plastic part" of the permanent cautery spatula instrument broke off and fell into the pt. The broken piece was immediately retrieved. The planned surgical procedure was successfully completed and not significantly lengthened. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The permanent cautery spatula instrument was returned and evaluated. Per the customer reported complaint, engineering found that the proximal clevis is missing a .220" x .165" piece at the interface to the main tube. The missing piece was observed to be located in between the two clevis ears. Further examination found that the clevis is not dislodged from the main tube and the main tube interface wall is intact. No other damages were found.